Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported there was a bubble in the syringe. To support the investigation, a single photograph was provided for review by the quality team. The image depicts a syringe without its packaging blister. Due to light reflections and limited clarity, it is difficult to identify any definitive areas of concern. The region marked with a hand-drawn red circle does not exhibit any visible defects or irregularities. A review of the device history record was completed for material number 309653, lot 5212934. The assessment did not reveal any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and the analysis of the provided photograph, the reported symptom could not be confirmed. In the absence of a physical sample, it is not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653. Lot #5212934. It was reported by customer that residue inside the plastic packaging of the syringes for the entire shipment. In the attached image it was mentioned as bd_50ml syringe picture of bubble in the syringe lot 5212934.